Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on the electrogram (egm) and there were multiple mode switches noted. P-wave was unable to be obtained, possibly due to undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.